Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the event was caused by ¿the patient during the pd procedure¿. The patient was hospitalized and received unspecified treatment for the peritonitis event. Dianeal therapy was ongoing. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. The patient was scheduled for retraining of the proper aseptic technique. No additional information is available.